Manufacturer narrative:
510(k) number: k142688. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending, a follow up MDR will be submitted with the investigation conclusions.

Event description:
After finishing the first puncture, it was difficult but the user managed to re-insert the stylet into the device for the second puncture. Then he punctured the target site and started slow-pull stroke. However he found that he could move the handle but the needle tip did not move. He thought it was abnormal and replaced it with another cook's needle to complete the procedure. Breakage of the needle was suspected.

Event description:
The needle was perforrating the working channel of olympus endoscope

Manufacturer narrative:
510(k) number: k160229. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining : (B)(4). Importer site establishment registration number: (B)(4). Device evaluation the echo-hd-22-ebus-o-c device of lot number c1464880 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document based investigation was conducted. Additional information was received as follows; 1. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? -patient end 2. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). -lung a. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. -7 and 11 right 3. Please describe the size of the intended target site. -n.a. 4. If not with the device in question, how was the procedure performed and/or finished? -olympus needle 5. Was the device used in a tortuous position? -n.a. 6. Are images of the device or procedure available? -unfortunately not 7. Was it damaged in packaging before removal? -no 8. Was it damaged on removal from packaging? - no 9. Was force required to remove the device? -no for complaints occurring during use (once in contact with endoscope) also ask: 10. What is the endoscope manufacturer and model number that was used? -see complaint form 11. Was the scope recently serviced / repaired? -totally new endoscope 12. Was force required on insertion of device into scope? -no 13. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? -n.a 14. What is the endoscope manufacturer and model number that was used with this device? -see compl. Form 15. Was difficulty experienced while retracting the needle? - no 16. Was the needle able to be fully retracted before removing from the patient? -n.a. 17. Was gaining access to the targeted site difficult? -n.a 18. Was the endoscope in a flexed or twisted position at any time during the procedure? - n.a. 19. Was needle penetration of the targeted site difficult? -n.a. 20. Was the stylet fully in place inside the needle when advancing into the targeted site? -n.a. 21. Was the stylet partially removed prior to advancement of needle? -n.a 22. How many biopsies/passes were obtained with use of this needle? -n.a 23. Did any section of the device detach inside the patient? -no 24. If kinked below the sheath extender, did they notice the kink before placing the device into the scope? -n.a. 25. Was there difficulty or slipping experienced of the sheath extender or lock ring during use? - n.a. 26. Was there difficulty in attachment / detachment of the leur to the scope? -na.a 27. If the device is procore and it is kinked distally, is the kink at the notch / core trap? -no, kink is above core trap the device related to this occurrence underwent a laboratory evaluation on the (B)(6)2018. Slight proximal needle kink noted, does not impact functionality of sheath adjuster movement. Slight proximal needle kink possibly due to re-packaging for transport returns. Stylet partially inserted on return, difficult to remove. Force required to remove. Could not re - insert stylet when removed, possibly attributed to biological matter. Syringe was not returned. Stylet difficulties i.e. Difficult to remove. However based on defect section, this was attributed to excess biological matter noted. Distal kink reported in additional information is normal curvature post procedure being performed. Needle advances and retracts without issue. No functional issue identified in the laboratory that would lead to complaint description. Complaint is confirmed based on customer testimony as the clinical setting that could impact on the functionality of the device cannot be replicated in the laboratory. Root cause: a definitive root cause for the customer complaint could not be determined as the exact operational conditions of use could not be replicated in the laboratory setting. However a possible root cause for the occurrence may be due to the device becoming bent/kinked after hitting a hard lesion or the tracheal rings, thereafter causing needle perforating. Document review components from external suppliers, are subject to incoming inspection in cirl. A review of the qc records did not reveal any issues which could have contributed to this complaint issue. Prior to distribution, all echo-hd-22-ebus-0-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. There is no evidence to suggest that this issue affects the entire lot # c1464880 ; upon review of complaints this failure mode has not occurred previously with this lot # c1464880 . A review of the manufacturing records for echo-hd-22-ebus-o-c device of lot number c1464880 did not reveal any discrepancies that could have contributed to this complaint issue. An nc was noted on the work order, however this was subsequently re-worked and would not have attributed to this complaint issue. IFU review: it may be noted that according to the instructions for use, the user is instructed to: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use. Summary complaint is confirmed based on customer testimony as the clinical setting that could impact on the functionality of the device cannot be replicated in the laboratory. Additional information was requested to elaborate the file description and needle retraction issues. Complaint file will be updated accordingly once this information becomes available. Additional information received 'the needle was perforating the working channel of olympus endoscope'. The risk associated with the complaint is risk category iii- no risk. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
510(k) number: k14688. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to MFR site as follows: importer site contact and address: (B)(6). (B)(4). Device evaluation: the echo-hd-3-20-c device of lot number: c1419281 involved in this complaint was returned for evaluation, with original packaging. The packaging was open on receipt. With the information provided, a physical examination and document based investigation was conducted. Complaint is confirmed as the failure was verified in the laboratory. Additional information was received as follows: 1. If the report involves a kink or bend in the needle, where is this located on the device (handle end or patient end)? Patient end. 2. Please describe the location in the body for the intended target site (pancreas, stomach, etc). Upper posterior wall of gastric corpus. 3. Please describe the size of the intended target site. Asku. 4. What is the endoscope manufacturer and model number that was used with this device? Olympus / model unknown. 5. Was gaining access to the targeted site difficult? No. 6. Was the endoscope in a flexed or twisted position at any time during the procedure? No. 7. Was needle penetration of the targeted site difficult? No. 8. Was the stylet in place inside the needle when advancing into the targeted site? Yes. 9. How many biopsies were obtained with use of this needle? Twice. 10. Did any section of the device detach inside the patient? No. 11. If not with the device in question, how was the procedure performed and/or finished? With another cook's needle. The device related to this occurrence underwent a laboratory evaluation on the 18th july 2018. On evaluation of the returned device, the device was returned with original packaging. Distal needle kink was noted, effects are stylet will not go past kink and needle will not retract. Syringe was not returned. Needle will not retract and stylet cannot be placed in fully. Visual and functional checks were completed. Break on the needle midway 576mm from distal tip was noted. Visible damage on sheath where break occurred. Length of broken needle is 565mm. Root cause: a definitive root cause for the customer complaint could not be determined as the exact operational conditions of use could not be replicated in the laboratory setting. However it is possible that device handling or excessive force was applied during procedure causing needle breakage midway. It may be noted that according to packaging insert, there is no evidence to suggest that the customer did not follow the packaging insert. Document review: component from external suppliers are subject to incoming inspection. A review of the qc records did not reveal any issues which could have contributed to this complaint issue. Prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. Manufacturing work instructions include: ¿check for visual defects, debris, loose or embedded foreign materials, rough or sharp edges, bends or kinks.¿ all products and packaging are 100% inspected for visual irregularities such as holes, dents, kinks or tears. Product function checks include: ¿measure the needle extension with the outer handle positioned at reference mark 8 and with the sheath in a straight position. The needle extension should be as per the drawing and free from any damage / kinks. Verify the needle fully retracts into the sheath¿. A review of the manufacturing records for echo-hd-3-20-c device of lot#: c1419281 did not reveal any discrepancies that could have contributed to this complaint issue. There is no evidence to suggest that this issue affects the entire lot#: c1419281; upon review of complaints this failure mode has not occurred previously with this lot#: c1419281. Summary: complaint is confirmed as the failure was verified in the laboratory. The risk was determined to be no risk (category iii). According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up MDR is being submitted to correct the MDR reference number on the previous follow up. The previous follow up was sent with the reference number 3001845648-2018-00345 however the correct reference number is 3001845648-2018-00347. After finishing the first puncture, it was difficult but the user managed to re-insert the stylet into the device for the second puncture. Then he punctured the target site and started slow-pull stroke. However he found that he could move the handle but the needle tip did not move. He thought it was abnormal and replaced it with another cook's needle to complete the procedure. Breakage of the needle was suspected.